Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller would not cycle through the screens and would only show the history screen. The controller would also not turn off once it was exchanged for the backup. Log files were sent for review. The event log file contained data as the backup controller was connected to mlp-059374 on (B)(6) 2026 at 22:35. The log files captured routine events, there were no notable alarm conditions or parameter changes seen in log file. Based on the data visible the mcs equipment was operating as intended electronically and mechanically. Log files from the old controller were provided. The event log file captured an onset ¿silence_alarm_button_pressed¿ on (B)(6) 2026 from 20:14 to 22:21. It looked like the silence alarm button was stuck. The controller was disconnected at 22:22 on (B)(6) 2026.